Event description:
I have foam degradation in my respironics dreamstation go, I have never used any cleaning products on it, it has never been exposed to high temperatures. I have found that inline filters remove only the visible black degradation particles, they did not fully stop the respiratory irritation, phlegm and who knows what long term consequences. I discovered this by switching to a foamless old CPAP(continuous positive airway pressure) that I had, after which began a gradual improvement. Good thing I found that 25 year old CPAP, I'm sure very few other people have that option. It is absolutely mind blowing that the FDA has allowed this situation to continue, it has been years, what the hell are you people doing? There isn't even a plan on how to fix my device as of this submission. Years people, you need to immediately initiate legal action against this noncompliant company which is playing you. Forget about remediation, they have shown they are not serious about it. Just get us meaningful compensation so we can replace these very overpriced devices immediately. They deserve to lose their license to sell medical equipment in this country, the super high prices of medical devices are supposedly justified by these risks manufacturers take and all the safety regulations they are supposed to conform to. After years of crazy profits, the negligent company is unable to mobilize to fix the issue.